Event description:
It was reported that got call on monday from the ir cath lab in charge about the product complaint. According to the user face challenge during the procedure of PICC placement. They place the PICC line but when they connect it with the connector assembly it did not pass through the connecter sleeve after two three attempt it passes with the sleeve and connected. But after connecting it with connector, they are not able to aspirate or not able to get the back flow. He tried 2-3 times but fail to start the PICC line. Therefore, they decide to change this defected PICC line with other PICC line.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned.

Event description:
It was reported that got call on monday from the ir cath lab in charge about the product complaint. According to the user face challenge during the procedure of PICC placement. They place the PICC line but when they connect it with the connector assembly it did not pass through the connecter sleeve after two three attempt it passes with the sleeve and connected. But after connecting it with connector, they are not able to aspirate or not able to get the back flow. He tried 2-3 times but fail to start the PICC line. Therefore, they decide to change this defected PICC line with other PICC line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.